Event description:
Customer reported to beckman coulter, inc. (Bec) that the creatinine module on the synchron lxi 725 clinical system failed to calibrate. Customer reported that about 30ml creatinine reagent leaked onto the module. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) put a new syringe on the tri-continent pump. The fse replaced the valve for the de-ionized water rinse on the creatinine manifold. The fse also performed maintenance.

Manufacturer narrative:
(B)(4).